Event description:
Oral-b pro series electric toothbrush charger caught on fire [device catching fire]. Case narrative: consumer via chat stated that their oral-b pro series electric toothbrush (type = 3772, product lot = 3 ca 12642127) charger caught on fire. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
09-feb-2023 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Oral-b pro series electric toothbrush charger caught on fire [device catching fire] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via chat stated that their oral-b pro series electric toothbrush (type = 3772, product lot = 3 ca 12642127) charger caught on fire. No injury was reported. 09-feb-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush. No injury was reported.